Event description:
It was reported that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. The patient condition was stable

Manufacturer narrative:
Correction: b5 for product being removed due to lack of support for his pacemaker in china.

Event description:
It was reported that the patient presented in clinic for a follow up. Patient is traveling to china, and pacemaker was replaced due to china not having the equipment to monitor this pacemaker. The patient was in stable condition.

Manufacturer narrative:
The device was returned due to advisory with no allegation of a malfunction. Electrical, longevity, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed premature battery depletion on the pacemaker. Programming changes were performed to resolve the issue. The patient was in stable condition.